Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The back-end wheel components were securely attached to the handle screw gear. There was no evidence to indicate the components had detached and were reattached. The tabs were intact with no damage visible. A bend was evident to the shaft 5cm from the strain relief. The back -end wheel components were removed by breaking the tabs. Ftir analysis was performed on the back-end wheel component material. The analysis did not detect material contamination. The reported ¿detached (in-vitro)¿ was not confirmed through analysis of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was intended to be implanted in the endovascular treatment of a 80mm abdominal aortic a neurysm.  It was reported when the stent graft was removed from the white plastic tray on the backtable of the or, it was noted that the back-end wheel which operates the suprarenal stents came apart. The physician was not confident in using the device so another stent graft of the same size was used instead.  As per the physician the cause of the event was that the product was defective or damaged in transit.  No additional clinical sequalae were provided and the patient is fine.